Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Upon further evaluation, a leak was noted near the membrane tube; further described as the seal was compromised near the spike port tubing. The reported condition was verified. The cause of the condition was a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intravia container leaked; further described as ¿the seal is compromised near the spike port tubing¿. This was identified during movement of warehouse inventory. There was no patient involvement. No additional information is available.